Manufacturer narrative:
One 10mm cannulated flexible endoscopic drill was returned for evaluation. Visual assessment of the drill confirmed the reported complaint of breakage. The drill has broken at the drill tips initial pulse mark. No material voids are present at the break area. The primary cutting edges of the drill are damaged and have visible burrs. The cannulation is heavily burred as well. Per the device IFU under precautions ¿prior to use, inspect the device to ensure it is not damaged. Do not use a damaged device¿. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).

Event description:
No delay in the procedure or patient injury were reported.

Manufacturer narrative:
(B)(4).

Event description:
Damaged or broken component it was reported that the head of the device broke off. It was stated that the surgeon might have had the drill up against the bone, so this is why it may have snapped. The piece that broke laid across the passing pin and was easily retrieved.